Event description:
Revision surgery - the glenosphere separated from the baseplate and the retaining screw fell out. The surgeon removed the existing implants and replaced them with new ones.

Manufacturer narrative:
The original surgery was performed on (B)(6) 2012. The revision surgery was performed on (B)(6) 2013 within three months of the previous surgery. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the separation of the components. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). The root cause for the glenosphere separating from the baseplate was not determined with confidence. Factors that can contribute include: soft tissue impingement, fluid on the taper surfaces, trauma, and excessive loading of the shoulder prosthesis such as carrying heavy weight or carrying a heavy extended load. There was no information in the complaint that showed any material, design, or manufacturing problems with the initial reverse shoulder prosthesis (rsp) implants. There is no indication of a product or process issue affecting implant safety or effectiveness.